Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that the lens integrated system was not providing input. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. The reported malfunction was not observed during functional evaluation. It was observed that the hd-sdi 1 and hd-sdi 2 video outputs were set to 1080p. The complaint was not verified. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with a concomitant device not recognizing the video format. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A complaint history review concluded this was a repeat issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.